Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced a high blood glucose level over 500 mg/dl. The customer was treated with manual injection. Customer's blood glucose value was 414 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on august 19,2017 and have been running high all day. Customer was assisted with troubleshooting for high readings. Troubleshoot was performed for insulin block. The infusion set will be returned for analysis.